Event description:
Customer reported via phone call to have received a button error alarm. Customer reported to have received a failed battery alert when changing batteries due to button error. Customer was wearing insulin pump in his pocket. Customer's blood glucose was 227 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
All of the buttons functioned properly. However, corroded keypad traces were noted. No button error alarm was noted. The insulin pump had operating currents within specification and passed the off no power test. The insulin pump was monitored and tested with no failed battery test alarm noted. The insulin pump was received with cracked battery tube threads, a cracked reservoir tube lip and a cracked case near the display window corners.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.